Manufacturer narrative:
Patient information could not be provided due to country privacy laws. There are no additional device identification numbers. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an assistant anesthetist brought a ferrous oxygen cylinder into the magnet room while the mr staff was preparing a patient for an mr exam under anesthesia. The oxygen cylinder was attracted to the bore, and struck a physician in the nose, resulting in a fractured nose. No other patients or staff were injured as a result of the incident. The ge field engineer safely removed the oxygen cylinder with a winch and verified that the system was operational.

Manufacturer narrative:
Ge healthcare¿s investigation has been completed. Based on the information reviewed, the primary root cause of the injury appears to be lack of controlled access. The operator manual has warnings about ferromagnetic objects brought into the scan room. Personnel trained in mr safety are to perform screening of individuals who will enter the magnet room. The site has been corrected as the ferrous object has been removed from the magnet.